Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and the sensor was found broken near the base. The broken part was still attached. It could not be confirmed that the customer received the sensor in this condition as it was returned opened and used.

Event description:
Customer reported large differences between sensor glucose and blood glucose levels. Customer also reported that the insulin pump returned sensor and calibration errors. Customer stated that the sensor cannula was bent. Blood glucose level was 190 mg/dl at the time of the call. No further information was provided.